Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, bending angle insufficient due to the elongation of the angle wire, play of the angle knob out of the normal state due to the elongation of the angle wire, scratches on the insertion tube due to external factors observed, insertion tube discolored, poor insulation performance at the tip recognized due to adhesive peeling of the curved rubber, curved rubber adhesive missing, due to handling (insufficient cleaning), the air and water nozzles are clogged and the draining function reduced, foreign object inside the nozzle, scratches found on the tip cover, abnormal noise from the hardness adjustment ring recognized, scratch on the hardness adjustment ring, discoloration of the objective lens observed, field of view cloudy due to discoloration of the objective lens, discoloration of the illumination lens recognized, scratches found on the operation part, scratches found on the insertion part corrugated tube oredome, scratches found on the switch box, scratches on the operation unit cover, scratches on the up/down knob, scratches on the up/down angle fixing lever, scratches are found on the right/left knob, scratches found on the grip, scratches found on the universal cord, scratches on the scope connector side of the universal cord, water coverage observed on the electrical connector, scratches found on the scope connector, water coverage on the zoom connector, scratches on the zoom connector case, and scratches on the right/left angle fixing knob. The faulty parts were replaced, and the device will be returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera colonovideoscope, having bad angle. Upon inspection and testing of the returned device, foreign material was found clogged in the scope air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.